Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a left hip revision procedure approximately 5 years post-implantation due to patient allegations of pain, swelling, inflammation, lack of mobility, damage to surrounding bone and tissue, elevated metal ion levels, and metallosis. During both procedures, all components were removed; legacy zimmer head and competitor products were implanted. Cables were additionally implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. It was reported in operative report received that patient underwent a revision procedure approximately 5 years post-implantation due to pain and inflammation. During the procedure, no evidence of metallosis was found, and a osteotomy was performed to remove the femoral stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." (B)(4). This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 4 MDR's filed for the same patient (reference 1825034-2016-01431 / 01434). Not returned by attorney.

Event description:
Legal counsel for patient reported patient underwent an initial left hip arthroplasty on (B)(6) 2010 and an initial right hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient was revised on the right side on (B)(6) 2014 and on the left side on (B)(6) 2014 due to patient's allegations of pain, swelling, inflammation, lack of mobility, damage to surrounding bone and tissue, elevated metal ion levels, and metallosis. During both procedures, all components were removed; legacy zimmer head and competitor products were implanted. Cables were additionally implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.